Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: 00781804600, endo femoral head 12/14 taper 46 mm diameter, 60709230; 00781809900, endo femoral head adaptor 12 / 14 taper plus 7.0 mm neck length, 60822031. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00103, 0002648920-2018-00104.

Event description:
It was reported patient had a revision procedure approximately one year post-implantation due to unknown reasons. Operative notes reported that all anterior, posterior, superior, and inferior scar tissue was removed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Report source canada. Reported event was able to be confirmed by review of surgical notes. Surgical notes confirm that the patient underwent a revision of the right hip due to loosening of the femoral implant. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient had a revision procedure approximately one year post-implantation due to loosening. Operative notes reported that all anterior, posterior, superior, and inferior scar tissue was removed. Attempts have been made and additional information on the reported event is unavailable.